Manufacturer narrative:
(B)(4).

Event description:
The surgeon applied the stapler on the appendix stump and proceeded to fire the stapler. Once the surgeon tried to remove the stapler from the area, it was not coming off. The stapler jaws would not open. Tissue finally slipped out of the jaws of the stapler. The stapler was removed from the field. The case was extended by approx 35 mins.